Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) of reen5324 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure, the catheter was kinked.